Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been experiencing low blood glucose for the last 2 weeks. The customer¿s blood glucose level during the incident was 32 mg/dl. The customer¿s current blood glucose level was 75 mg/dl. They had treated with food. Troubleshooting was performed. The insulin pump passed the self-test and the displacement test. The customer¿s blood glucose level after troubleshooting was 54 mg/dl. They treated with juice. The device will not be returned for analysis.